Event description:
Consumer reported repeated e-3s and inability to perform blood tests, visited doctor's office for assistance. In addition, feels that readings, when obtained, are erratic and unreliable.